Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use three euphora rx balloons to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The devices were inspected with no issues noted. There were no issues noted when removing the devices from the hoop. The devices were not flushed in the hoop. The devices were not placed in a bowl of saline to activate the hydrophilic coating. Negative prep was performed. It was noted by the physician that the stylettes were hard to pull out of the euphora balloons. Force was used when removing the protective sheaths. The lesion was pre-dilated. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. The euphora balloons were used in the patient without any issue after the initial stylette removal difficulties. The patient is reported as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.